Event description:
The malfunction was found during the start of a therapeutic laparoscopic appendectomy procedure. There was a 5 (five) minute delay. The procedure was completed with another camera head and classic optics. No harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Device evaluation detected varying colored images (purple/green). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective cable unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had a purple image when connecting to the scope. The event occurred during preparation for use. There was no patient harm associated with the event.